Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown 7.0 millimeter cannulated screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, song, h., lee, j., oh, h. And yang, k. (2013, february). Clinical implication of subgrouping in valgus femoral neck fractures: comparison of 31-b1.1 with 31-b1.2 fractures using the ota/ao classification. Journal of orthopaedic trauma, 27, 677-682. The authors conducted a retrospective study to identify the clinical implications of valgus impacted femoral neck fractures and to compare fractures with greater than 15 degree angle of impaction against fractures with less than 15 degree angle of impaction. Seventy eight patients (64 female, 14 male with mean age 66.2 years) with femoral neck fractures were enrolled for study between february 2005 and november 2010. Each fracture was fixed with synthes devices, three 7.0 millimeter cannulated screws. The average follow-up period was 15 months (range: 12-41 months). The authors reported: avascular necrosis (four patients, three underwent arthroplasty and one of the three was a 75 year old female); a second operation in 18 of 78; and hardware removal due to pain after bony union (15 patients). This is a serious injury reportable malfunction report for a 75 year old female who presented with avascular necrosis of the femoral head and 5.5 millimeter of screw sliding at 15 month follow-up seen via radiograph. The patient was treated with total hip arthroplasty. This report is for three unknown 7.0 millimeter cannulated screws. This is report 2 of 2 for (B)(4).